Event description:
The customer reported a ventilator was failing touchscreen calibration. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips field service engineer (fse). The fse confirmed the reported issue. The philips field service engineer (fse) replaced the touchscreen. The unit was functionally tested and successfully passed all tests. The unit was returned to service. No other anomaly was reported. Based on the information provided and service performed, the customer's alleged malfunction was confirmed.

Manufacturer narrative:
Visual inspection of the customer's returned touchscreen assembly revealed no evidence of damage or contamination. A failure investigation (fi) technician installed the touchscreen assembly into a fi ventilator to duplicate the reported issue of touchscreen failure. The fi technician identified that resistance measurements and the resistance ratio test pass. The reported complaint touchscreen failed was not duplicated. There was no fault found on this returned touch screen assembly.